Manufacturer narrative:
Product is expected to be returned for evaluation but has not been received in by the manufacturer. Therefore this report is based solely on the customer reported issue. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state: during the application of the belt the strap should lay flat across the buckle. Tuck excess under the belt. Always verify proper closure before use. Always check for skin integrity, proper circulation and range of motion when the belt is in use. Ensure that the belt is secure and does not compromise the patient¿s medical condition and does not interfere with tubes, lines or other equipment. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
On (B)(6) 2022, bd1 customer contacted us via phone call. They have an issue with the 6556 teeth. It will not grab the cloth material. Resulting in the gait belt coming loose on its own. Lot# 131t356 and no gtin information. The date the issue was discovered is unknown and no patient incident or injury was reported.